Event description:
It was reported that the pump was removed due to an infection. However, it turned out that the infection was pneumonia and was not pump-related. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10894r24, implanted: (B)(6) 2001, explanted: (B)(6) 2011, product type catheter. (B)(4).